Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 07/07/2010, 07/13/2010, and 07/16/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
Adverse event(s): "near vision is too close" (postoperative refraction, unexpected). Product problem(s): "no information" (no information). A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. He also stated that the pt expressed" near vision being too close". In a follow-up, the surgeon stated that biometry error was the most likely cause given the result was not too far off from intended. He continues to work with the pt.